Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-apr-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 19-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient had pain at the lead tunneling site. It was noted the patient complaint of a discomfort, dull ache and the occasional sharp pain in the low back where the leads tunnel from the vertebrae to the battery. The hcp stated there was no change in appearance, but the leads were superficial. It was noted the patient was recovering/resolving. It was noted there were no interventions, the patient was not hospitalized, there were no medications administered, the device was not interrogated, the device was not reprogrammed and there were no other treatments. It was noted the event was possibly related to the implant procedure. It was noted the event was not related to the neurostimulator and probable that it was related to the lead, contacts 8-15 and contacted 0-7. It was noted it was noted related to spinal cord therapy. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) via a manufacture representative (rep) reported the hcp did not report the cause of the leads being superficial. The hcp reported via a rep there were no diagnostics tests were not performed. There were no further complications that have been reported as a result of this event.

Event description:
Additional information from the healthcare professional (hcp) via a manufacture representative (rep) reported the event was resolved. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type lead; product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.